Event description:
New chemo pt with new port. Pt complaints of burning and pain with flushing port, no blood return. Mild swelling which appears normal for new port. "States has been having pain in arm port side. Port replaced following week. Dates of use: (B)(6) 2015.